Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Undesired stimulation was reported. Patient reports that she has been feeling uncomfortable paresthesia when her scs is off. There were no known environmental/external/patient factors that may have led or contributed to the issue. Impedance check was performed and all were normal. Patient used hd programming. The issue was not resolved at the time of the report. Hcp had no further information. Patient's weight and event date were asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was to follow up with the physician. No further complications were reported.